Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Info received stated the guide wire became stuck in the lead while inserted in the pt during the procedure. When the physician tried to remove it, the wire snapped in two. The lead had to be explanted and a new lead kit used. Pt is said to have suffered no injury.